Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the co2 canister was damaged and causing the leak. The co2 canister was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a leak of 15lpm. No report of patient involvement.